Event description:
A patient reported blood glucose results of 250, 89, and 88 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient performed a control solution test, which passed. The test strips were in good condition, testing technique was correct, and the codes matched. No medical attention was reported. The test strips are being replaced for the patient.